Event description:
It was reported that externalized conductors were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A complete lead was returned in two pieces. An internal insulation abrasion was found at 11.2 - 12.3cm from the tip. The rv conductor etfe coating was abraded. An internal insulation abrasion was noted at 13.3 - 15.1cm and 16.5 - 17.1cm from the tip. The re and rv conductor were visible, respectively. The etfe coating was intact at both locations.